Event description:
It was reported that a shaft break occurred. The patient presented with st-elevation myocardial infarction and underwent percutaneous coronary intervention. The target lesion was located in the tortuous take-off from left main (lm) and moderately to severely calcified lm. A 3.50 x 32mm synergy xd drug-eluting stent (des) was advanced but had difficulty tracking. Another 3.50 x 16mm synergy xd des was advanced but failed to cross the lesion. Additional ballooning was performed, and the 3.50 x 16mm synergy xd des was re-advanced; however, the shaft broke in the guide proximal to the lesion. The device was removed successfully in two pieces. A 3.0 x12mm non-boston scientific stent was then used to complete the procedure. There were no patient complications reported. It was further reported that there were no damages observed with the device during unpacking or preparation. Due to calcification, advancing the device was difficult, and the physician had to use additional force to advance the device during the second crossing attempt. Additionally, the proximal end of the shaft and towards the hub was broken outside the touhey. There were no other device present in the vessel and there were no significant resistance encountered during the re-introduction in the guide catheter. A 6f unknown guidewire was also used during the procedure.

Event description:
It was reported that a shaft break occurred. The patient presented with st-elevation myocardial infarction and underwent percutaneous coronary intervention. The target lesion was located in the tortuous take-off from left main (lm) and moderately to severely calcified lm. A 3.50 x 32mm synergy xd drug-eluting stent (des) was advanced but had difficulty tracking. Another 3.50 x 16mm synergy xd des was advanced but failed to cross the lesion. Additional ballooning was performed, and the 3.50 x 16mm synergy xd des was re-advanced; however, the shaft broke in the guide proximal to the lesion. The device was removed successfully in two pieces. A 3.0 x12mm non-boston scientific stent was then used to complete the procedure. There were no patient complications reported.